Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service. The logs were provided. Event log does not contain any relevant information on the event date. Tech log does not contain any errors that may indicate a ventilator malfunction. The test log confirms the mentioned failed internal leakage test. The test log also contains patient circuit test fail on the event date. According to the information received from our fse (field service engineer), the maintenance of the machine is due and nozzle unit that needs to be replaced during maintenance, was suspected to be due as well. Since the customer did not request any service, we could not identify whether the failed internal leakage test is because of nozzle or the patient circuit. Current status of the ventilator not provided and have not received any information about a part replacement. Due to lack of information, the root cause of the reported event could not be found.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).